Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming pulse testing. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As rec'd, the monitor failed incoming testing. Upon evaluation, multiple components were damaged on the defibrillator board (u8, u11, d23, d24, u15). The cause of the damaged components is excessive current. The cause of the excessive current is a short at the q17 and q10 transistors. The cause of the short is a short at transistor q12. The root cause of the short at q12 cannot be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.